Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by the technical support.